Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 579 (mg/dl). Customer administered a correction bolus and indicated manual injections would be used to stabilize bg levels. During troubleshooting with tandem technical support, customer reported using expired insulin. Recommendation was made for customer to change cartridge using non-expired insulin.